Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was observed a tear measuring approximately 0.2 cm located in the posterior aspect .microscopic examination was performed to the tear and no evidence of instrument damage was observed. Leak test was also performed and it revealed a leakage from the valve. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. By the other hand, possibles causes of the tear may include but also not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient underwent device removal on (B)(6) 2019. On (B)(6) 2019, mentor received the replacement device information: saline mentor smooth round moderate profile 475cc, catalog number 3501680, serial number (B)(4) and (B)(4). On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was noticed on (B)(6) 2019 that the date of explantation was erroneously reported as (B)(6) 2019 in the supplemental report submitted on (B)(6) 2019. The correct date of explantation is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex round moderate profile 475cc, catalog number 3542680, serial number (B)(4), lot number 7400048. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 475cc breast implant and experienced deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.